Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined, however, the cause may be due to the patient's use of an arc welder.

Event description:
During follow-up, episodes of non-sustained oversensing were noted on the right ventricular lead. Further information suggested the cause may be due to the patient's use of an arc welder. The patient was advise to discontinue the use of this instrument to resolve the issue. No device changes were made the patient will be monitored. No adverse consequences were reported due to these episodes.